Event description:
It was reported that the customer had a long crack on the insulin pump on the glass surface. The customer's blood glucose was unknown. The customer stated that the damage continued a little onto the metal of the left side of the insulin pump. The customer stated that she may have bumped the insulin into a table but had just noticed at the time of the call. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No cracks on lcd glass, however insulin pump had minor scratches on lcd window noted. Insulin pump had a cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.